Event description:
Treatment of an aneurysm. It was reported the coil could not be detached during procedure. No patient injury reported. Same event as MDR#0229214-2012-00481.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).